Event description:
A customer contacted beckman coulter inc. (Bec) stating that one or both reagent probes of their unicel dxc 800 pro synchron clinical system were found to be leaking and liquid was found inside the reagent storage upper carousel assembly and the probe drip tray. All reagents were removed from the upper carousel and discarded due to possible contamination. The instrument was not used until service repaired the instrument. All the leaked fluid was contained within the instrument. Lab personnel were wearing personal protective equipment (ppe) consisting of lab coats and gloves. No injury or exposure was reported. There was no affect to patient samples or results. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and inspected the instrument. Fse replaced the bubble generator assembly and then primed the instrument and loaded cartridges. Calibration and qc was performed and qc results were within specifications. Repair was verified per established procedures. Upon follow-up with the customer on 11/19/2012, the instrument is currently running without any problems. The cause of the leak was the bubble generator assembly. (B)(4).